Event description:
Uncommanded motion / incorrect motion of CT unit. In (B)(6) work order # (B)(4). Informed by the operator that the table would lower uncommanded with a pt on the table. They moved pt to a different machine and logged the system down for service. Responded and was able to duplicate the symptoms. With table all the way down could raise the table, but when we tried to move table in, further up, or tilt the gantry the table would drive down. Performed key reset at the console, symptoms did not change. Performed blue button reset at the gantry, symptoms did not change. Logged call with philips, call reference # (B)(4). Philips responded and we continued troubleshooting error log implied a stuck button on left control panel. By disconnecting various controls we were able to isolate the fault to a stuck unload footswitch and correct the fault.